Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the seat upholstery is sagging on this chair. The back upholstery is sagging as well per the consumer.